Manufacturer narrative:
The reported failures of protruding lancets and that the lancing device had malfunctioned, could not be reproduced during investigation. The lancing device could be primed and released without any problems and works in accordance with specifications. The investigation did not identify a product problem.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained that the accu-chek softclix lancet device came apart and was in pieces. The customer also stated a properly seated lancet protruded from the end cap of the device. The customer stated the yellow light stays on even after pressing the oval button to activate the lancing mechanism. The customer stated she was pressing the end cap onto the device and the lancet needle penetrated her skin. No medical treatment was required due to the accidental stick. There was no allegation that an adverse event occurred. The lot number and expiration date for the lancets was not provided. The lancets and lancet device were requested for investigation.